Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on 27-feb-2026. The infusion set cannula was bent. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for four to five hours. The blood glucose level was 543 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-06084 - device 3 of 4.